Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspection revealed dried blood and body fluid infiltration in the lead lumen which was concluded to be induced damage during the procedure. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead experienced diaphragmatic stimulation and increased pacing thresholds in the days following implant. It was reported that the lead had possibly moved and was therefore replaced. No adverse patient effects reported.

Event description:
Subsequently this lead was returned to boston scientific for analysis.